Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated following the adjustment of the doorswitch. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system could not completed a 3d image acquisition. It was initially reported that the gantry door of the imaging system was indicated as open when closed. Physical pressure was placed on the sidewall which restored functionality. The 3d image acquisition was noted to have started but did not complete and an error message subsequently appeared. There was no patient present when this issue was identified. Troubleshooting found that the issue could be reproduced when the gantry was tilted maximally along the "counter clockwise" direction and image acquisitions would cease when the x-ray tube was located at the door. Adjustment of the door switch during troubleshooting restored functionality.